Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing recurrent low blood glucose (bg) events during meals and at night. During the reported event, the lowest bg was 46 mg/dl. The event was corrected with glucose tablets, and bg returned to range. The device provided a low bg alert. No medical intervention was required. A factory reset was performed, and the device was set up again.